Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's system board and blower motor were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board and the blower motor. The system board and blower motor were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the blower motor failing was found to be consistent with bearing damage. The system board was evaluated and found to operate to design specifications.